Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity. The lens was explanted and exchanged with different lens 2 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information has been requested.